Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high and low blood glucose of 30 to 527mg/dl. Customer treated with a manual injection. Troubleshooting found that the pump was not delivering insulin. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and insulin exited the tubing. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Troubleshooting advised customer that the pump was operating as designed and to change the entire set, reservoir and insulin and treat per their doctor's instruction.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test prime and seating test. Pump programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. The insulin pump primed properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.